Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the two high-resolution stereo viewer (hrsv). The system was verified and ready for use. Hrsv 1: the unit was analyzed and the logs, the error 119 was found indicating the failure occurred in the field. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto a golden system where the hrsv was totally blank and not working, successfully replicating the reported complaint. Hrsv 2: the unit was analyzed and in logs, the error 119 was found indicating the failure occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto the golden system where the unit functione as expected (clear image displayed). The system ran through 10 power cycles, and no related errors/faults were triggered. The unit was found to be fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the left eye was black at surgeon side console (ssc) 2. The intuitive tech support engineer (tse) reviewed the system logs and did not find any errors. The tse recommended rebooting, but the surgeon declined to do so. The tse recommended the site hard reboot the ssc when possible. The procedure was completed as planned, with no reports of patient injury.